Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the camera rotated when the brake was on. A philips field service engineer (fse) evaluated the system and confirmed that the camera continues to rotate once the brake is applied. Based on new information received through engineering, it has been determined that if the gearbox shaft key becomes disengaged due to the snap ring not being included or the gearbox shaft key is missing, the brake system could be rendered ineffective for the roll drive assemblies for the detectors. The momentum of the gantry roll could back drive through the pinion gear and gearbox and lead to patient or operator contact from detectors or x-ray components on the gantry, or entrapment with the couch. Philips has decided to proactively report this issue as it may be associated with the same failure mode.

Manufacturer narrative:
The customer reported that during a cardiac scan, the detector made contact with the patient's arm. The trained operator initiated an emergency stop (e-stop) which stopped the motion of the detector towards the patient but the gantry continued to rotate until the weight of the detector was at the bottom of the gantry ring. A philips field service engineer (fse) confirmed there was no patient impact. The philips fse determined that the gantry continued to rotate after the e-stop was initiated because the gantry rotate brake had failed. The fse determined that the service control interface board (scib) 2 controller applied no power to the brake assembly causing the brake assembly to fail on the system. Field change order (fco) 88200502_88200503 was initiated field safety notice (fsn) cle17-006_88200502_88200503 was released 24-feb-2017. The philips fse replaced the following parts to resolve the reported event on the system: moda,gantry rotate brake, pbca,servo control interfaceii, and pasy, servo mtn-cntlr 220v /15a. The system is in clinical use.